Event description:
It was reported that the patient reported the controller has not been working right for several days. Patient stated the controller will not hold a charge and they have tried taking the battery out several times and the buttons are not working for a while. During the call patient service walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller does not power on. Patient inserted the controller battery and confirmed controller is 90% and implanted neurostimulator is in the red. Patient then connected the recharger cord however, the green light did not flash to indicate charging and it did not display recharge quality. The issue was not resolved. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
B3: event: date is approximate. Month and year are confirmed valid. References the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 fdc code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the product ID 97745nt serial# (B)(6), revealed replaced main board due to corrosion/liquid damage causing charging /power/connection issues. Corrosion damage to pcbs in unit. Replaced therapy dome array button switches on main board. Replaced cracked/broken/worn back case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.